Event description:
It is reported that during the attempted removal of femoral nail the lag screw was unable to be removed.

Manufacturer narrative:
This report will be amended when our investigation is complete.